Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 230-unknown value mg/dl); cause was not known. A bolus was delivered to address bg. The cartridge was changed every day. Customer declined to provide further information.